Manufacturer narrative:
Method: actual device involved in the incident was evaluated. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, if confirmed and if it recurred, could potentially cause a serious injury. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
Therapist was executing set up of the first part of a treatment and left the treatment room, and upon returning and altering the setting for next treatment, heard a "clicking sound" from the treatment couch. The therapist left the room, treated with 60 mus, and then noticed that the treatment was off by 4 cm. The therapist turned the beam off, took the patient off the table, and called physics staff, which investigated but could not determine why the couch moved between fields. The site examined the possibility that the therapist bumped the couch while removing a wedge between the treatments and believes that there was no therapist-couch contact. The physicist reviewed the plan and the error and determined the additional dose to the surrounding structures. After discussing the mistreatment with the oncologist, it was decided to add one additional fraction to the patient's treatment. No serious injury was reported.